Event description:
After deployment of the iliac graft, there did not exist enough purchase into the common iliac artery to provide the needed seal in the vessel, and stability of the graft. An iliac leg extension was deployed distal to the leg graft, ensuring a seal of the aneurysm in the event of a change in morphology, an optimum landing zone was also attained. No endoleaks were viewed at the conclusion of the procedure.